Manufacturer narrative:
Patient information is unknown. Plate broke on an unknown date between february 1, 2018 and august 6, 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, open reduction internal fixation (orif) with variable angle locking (val) web plate was applied to a metacarpal fracture. During the surgery, the plate was cut and fixed with the bone using one cortex screw and 6 locking screws. On an unknown date, postoperatively, the plate broke. After the plate was broken, bone fusion proceeded properly at the fracture site. The surgeon assumes that excessive weight bearing was applied too early postoperatively, causing the plate to be broken. Explantation surgery to remove the plate was performed on (B)(6) 2018. This procedure was completed successfully. Patient status is unknown. Concomitant devices: cortex screws (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: 6). This report is for a 1.5mm titanium (ti) val web plate 14 holes-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: sex. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.130.261s; lot: 9960991; manufacturing site: mezzovico; release to warehouse date: june 08, 2016; expiry date: may 01, 2026. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. This implant was manufactured from forging blank 60101475; lot 9940744 is made in mezzovico as well. Release to warehouse date: april 29, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 9747820 was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.